Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient's "device was programmed off at another site...but the device was actually found on at 0.25ma of current."

Event description:
Review of programming history on (B)(6) 2013 shows that the patient's device was intentionally programmed to 0.25 ma output current on (B)(6) 2013.

Manufacturer narrative:
Review of programming history.